Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower quadrant abdominal') and uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (endometrial ablation and hysterectomy and bilateral salpingectomy). At the time of the report, the abdominal pain lower, uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: mr received- surgery endometrial ablation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.